Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal cracked when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. No signs of blood or clinical use were observed. The tension spring assembly was partially extended out of the delivery tube. The seal was extended outside the delivery tube. The seal was delaminated at the outer coil. Based on the condition of the device as received, the reported complaint was confirmed. (B)(4).